Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt like some burning sensation at the implant site and something in their pacemaker that bothered them. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.